Manufacturer narrative:
Technical support contacted the customer to request an additional plasma sample. The plasma sample was received on (B)(6) 2010 and forwarded to (B)(4) for viral sequencing. Info on the viral sequencing is not available at this time. If the info contained within the report changes anything in this MDR, a supplemental will be filed within the prescribed time-frame.

Event description:
On (B)(6) 2010, a customer contacted (B)(4) laboratories tech support department regarding results obtained on a serum sample sent to the customer's facility for testing. The customer performed testing on the pt sample using the (B)(4) laboratories gs (B)(4) plus o eia assay, lot #335dbb-05. The testing was performed in triplicate on (B)(4) 2010 with a result of non-reactive on each replicate. The customer then tested the sample on the (B)(4) laboratories gs (B)(4) western blot and the sample was positive with all major viral bands present. The customer repeated the testing in triplicate on (B)(4) laboratories gs (B)(4) plus o eia assay, lot #335dbb-05 and the (B)(4) laboratories gs (B)(4) western blot, using the same pt sample and received the same results: non-reactive on the gs (B)(4) plus o eia assay and positive on the (B)(4) laboratories gs (B)(4) western blot. (B)(4) laboratories technical support requested the customer send any remaining serum from the pt sample. Used for testing at their site, to (B)(4) laboratories product support for investigational testing. (B)(4) product support received the remaining serum and performed the following investigational tests with these results: gs (B)(4) plus o eia (lot 042ebb) - non-reactive; gs (B)(4) western blot (lot 100706) - positive; gs rlav (B)(4) eia (lot 308daa) - reactive. The customer stated that the pt is newly diagnosed as positive for (B)(4) antibodies. Previously the pt tested non-reactive in 2008 and 2009. In (B)(6) 2010 the pt had a reactive elisa (manufacturer and test unk), positive western blot (manufacturer and test unk), a viral load of about 60k. The customer indicated to (B)(4) technical support that the pt was not from (B)(6) and had not participated in any (B)(4) vaccine studies. As documented in the literature, results of (B)(4) antibody tests have been reported negative in persons with (B)(4) in rare situations. Infection with a highly divergent new (B)(4) variant could be responsible for failure to detect the antibody. However, results may also be negative in rare cases of (B)(4) subtype b infection. The latter cases most likely occur due to very high viral loads in the pt and antigen excess, resulting in low levels of detectable free antibody in the serum. Further data are needed to determine which explanation is more likely for the pt described above.